Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer in auxiliary had not been sensing as closed. A field service engineer (fse) removed the drawer from the station and discovered that a magnet was missing from the inseparable latch. The fse replaced the latch, returned the drawer to the station, powered the station down, plugged drawer back in, and then powered the station back on. The system functioned as intended after the field service engineer repaired the device.